Event description:
It was reported that an mi60lus intraocular lens was explanted due to dislocation of the lens one day after implant. Another lens of different model was implanted in the sulcus. There were no reported complications or consequences to the patient. According to the surgeon, the most likely cause of the event was patient's anatomy.

Manufacturer narrative:
The lens was returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.